Manufacturer narrative:
G4:25jan2021. B4:26jan2021. The field service engineer (fse) confirmed the issue and determined the lcd needed to be replaced. The fse replaced the lcd and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported the display is blank. There was no patient involvement.